Manufacturer narrative:
(B)(4). The customer did not invert and tap the check valve, prior to infusion which caused the backflow. Per baxter labeling, users are instructed to ¿invert and tap check valve to purge air during priming.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set experienced backflow. This occurred during infusion. The primary bag was normal saline that was being infused with was vancomycin from the secondary bag via the upper y-site above the sigma pump. They used two hangers that were extended all the way. The solution was used with a flow rate 270 ml per hour on a sigma pump. The customer did not invert and tap the check valve, prior to infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.